Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump received with cracked case at display window corners, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. Customer also changed batteries twice but alarm did not clear. Customer does not recall any significant events leading to the error. Customer's blood glucose was 220 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.